Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that approximately three years after an intraocular lens (iol) was implanted, it was exchanged for another model due to visual disturbances and significant glare. Additional information was requested.